Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had experienced hyperglycemia with blood glucose level of 23.5 mmol/l customer stated that they cannot rewind since the piston was already down. Customer stated hat insulin pump had hardware low level failure error. Customer stated they were unable to clear the alarm. Insulin pump did not pass the self test. Fill cannula was recorded in daily history. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed self test and displacement test. No unexpected pump error 63 alarms noted during testing however, pump error 63 alarm is confirmed in the downloaded history file due to broken pin trace on the keypad assembly.